Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2010 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Concomitant medical products: model number/catalog number: sc-2138-70; serial number: (B)(4); batch/lot number: 138392/138408; model/catalog description: phase iii linear lead - 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. No further information could be obtained.